Manufacturer narrative:
Batch review performed on 16 october 2019. Lot 170317: 30 items manufactured and released on 09-may-2017. Expiration date: 2022-04-11. No anomalies found related to the problem. To date, 3 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and poly-swap 19 days after primary. The surgery was completed successfully.